Manufacturer narrative:
Product was not returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event.

Event description:
It was reported that the patient underwent surgery due to fracture. During the surgery, the screw was found slipped on the front part and could not be used anymore. The surgeon had to change to another product to complete the surgery. The product came in contact with the patient. No patient complications were reported.

Manufacturer narrative:
Product analysis: macroscopic and optical examination revealed thread crest/flank damage; this damage appears to have initiated near the start of the thread, and is evident around the damaged portion of the thread. Functional evaluation with a sample mas head found the set screw was unable to be fully engaged. The above observations are consistent with misalignment of the mas and set screw threads during construct assembly. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.